Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 57.0 cm from the proximal end. The embolization coil was intact with its pusher assembly. The introducer sheath was removed by the penumbra investigator and the inner diameter (ID) was measured and found to be within specification. The outer diameter (od) of the mid-joint was measured and found to be within specification. Conclusions: evaluation of the first smart coil revealed that the device was able to be advanced within its sheath and out of the distal tip without an issue. The root cause of the reported inability to be advanced out of its sheath could not be determined. Evaluation of the second smart coil revealed resistance when advancing the pusher assembly within the introducer sheath. During the functional test, resistance was encountered during the initial attempt to advance the smart coil within and out of its introducer sheath. The introducer sheath was removed by the penumbra investigator and the ID was measured and found to be within specification. The od of the mid-joint was measured and found to be within specification. The root cause of the reported failure could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, two smart coils would not advance out of their introducer sheaths. Therefore, the coils were removed and an attempt was made to advance the coils outside of their introducer sheaths on the back table; however, the coils would not advance. The procedure was completed using additional smart coils. There was no report of an adverse effect to the patient.